Event description:
Facility has noted some problems with the foley catheter. 1) clamps springing unclamped. 2) bags leaking at seams. 3) balloon not deflating. Reported problems to co. In 1/94, co's sales rep verbally communicated: 1) molds for clamps out of specs and corrected. 2) co has had several reports from other facilities of balloon problems and have requested written documentation. March/april 1994, facility has noted the occurrence of these same problems; bag leaking and balloon not deflating.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.